Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): no anomalies found. (B)(4): distal conductor fractured, the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was kinked/buckled, the outer tubing overlay was melted, the outer insulation was breached cut, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression; proximal segment returned and analyzed.

Event description:
It was reported that the lead had vegetation. Both the lead and the device were explanted. No patient complications have been reported as a result of this event.